Manufacturer narrative:
Approximate age of device - 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was expired on (B)(6) 2019 due to cerebrovascular accident (cva). The pump was not explanted and will not be returning. No further information was reported.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number vad (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient expired on (B)(6) 2019 due to cerebrovascular accident. The pump was not explanted. Multiple requests for additional information were sent to the account. No further information was provided. The hmii lvas IFU lists stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.